Event description:
It was reported that during the implantation of a bifurcated device the physician was unable to remove the guidewire from the contralateral limb wire. The physician decided to cut the contralateral limb wire to free the guidewire (MFR report # 2031527- 2013-00161). The physician attempted to advance the guidewire through the contralateral limb, but was unsuccessful in doing so. The physician decided to remove the wire and deploy the contralateral limb of the bifurcated device, but the stent graft was partially deployed. Several unsuccessful attempts to advance the diagnostic catheter and guidewire through the contralateral side, the physician opted to advance it through the left arm and went down with the hydrophilic guide and a catheter passing through the contralateral limb of the bifurcated stent graft. The physician ballooned the device and the stent graft was fully deployed. The suprarenal aortic extension was uneventful. However, when the physician implanted the first limb extension in the left iliac artery the physician experienced difficulty in retracting the limb delivery system. Reportedly, the deployment of the limb extension was uneventful. While attempting to remove the limb extension delivery system, the radiopaque tip detached from the inner core and remained in the patient. The physician completed the procedure by implanting an additional limb extension in the right artery. Due to the surgical time was prolonged and the patient loss a lot of blood it was not possible to retrieve the radiopaque tip. The patient was admitted to the intensive care unit, where reportedly the patient expired due to a heart attack.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Remained in the patient.

Manufacturer narrative:
The actual device was returned for evaluation. Sizing sheet and procedural angiograms were provided for clinical assessment by a clinical representative. Review of the images provided showed severe iliac artery tortuosity and calcification. Visual analysis of the returned device identified that the polyimide core attached to the tip exhibited rotational damage, likely a result of force applied to retract the delivery system,which resulted in tip separation. Based on the device evaluation and review of images received, we were unable to determine a conclusive cause for the reported event; however, the patient's anatomy may have been a contributing factor to the reported event. Review of the device history records did not reveal any non conforming material records associated with the reported lot that could have caused or contributed to the reported event.